Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the battery tube found on (B)(6) 2022. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 / electrical board 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay and minor scratches on lcd window. In summary customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube was noted. In summary, critical insulin pump error (open book image) alarm confirmed. Unable to download history files and traces confirmed. Insulin pump exposed to moisture confirmed at electrical board 1, electrical board 2 and force sensor.

Event description:
Information received by medtronic indicated that the insulin pump battery side was cracked. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was retuned for analysis.